Event description:
Treatment of an avm. It was reported the onyx was heated and shaked during preparation. When onyx was injected, it could not visualize on angiography, and delivery was stopped. There was approx 3cm of onyx reflux noted. The delivery catheter was left in the pt, because it was entrapped in the avm nidus. No pt injury was reported. However, the pt was placed on heparin for 3 days an then aspirin for 30 days to prevent thrombosis.

Manufacturer narrative:
Heating of onyx during preparation is not an instruction in the IFU. The device involved in this event has been returned and is being evaluated. A f/u report will be submitted when the eval is completed. .